Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 06/16/2017 with the following findings: battery compartment crack on left side of grip pad. Bottom of keypad is peeling up. Display is dim, pink. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked compartment and a dim display. This report is made based on the results of an investigation completed on 06/16/2017.